Event description:
It was reported that a patient underwent an idvt (idiopathic ventricular tachycardia) ablation with a thermocool smarttouch sf catheter and the patient experienced pericardial effusion that required pericardiocentesis. It was reported that a small "trivial" sized effusion was noted at baseline via soundstar catheter. The effusion was noted to be larger post procedure when the final soundstar sweep was performed. The patient showed no symptoms. Vitals were normal. The physician performed a pericardiocentesis removing 150 cc's of fluid. The patient was transferred for observation (with pericardial drain) overnight and was discharged on saturday, (B)(6) 2026. Patient fully recovered. The physician's opinion on the cause of the adverse event was the trivial effusion at baseline then patient was heparinized.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).